Event description:
Information was received from a healthcare provider (hcp) and consumer via a manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of morphine at 1.448 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient complained of no drug therapy and their pump rotors appeared not to be moving. The patient's dose had been adjusted twice and the patient was still not receiving therapeutic benefit. The patient noted that the amount of drug in the pump differed from the amount shown on the controller at the patient's last refill with the managing hcp. A rotor/dye study was performed on (B)(6) 2017 and the rotor appeared to not be still. An x-ray of the catheter was also performed and the catheter was proven to be patent. After the rotor/dye study, the dosing was increased, and x-ray was taken, the decision to replace the pump was made. The patient's pump was replaced on (B)(6) 2017. No environmental/external/patient factors that may have led or contributed to the issue were reported. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that there was no motor stall seen in the pump logs; the radiologist did not see the rotors moving and this was why the pump was replaced. Per the hcp, there was no volume discrepancy at the time of the replacement. The actual and expected volumes were 34.7 ml; all the medication was accounted for. No cause was determined for the volume discrepancy or the motor stall. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-dec-27. It was reported that on (B)(6) 2017, the patient was going through withdrawals. The patient was reportedly "feeling like he was terrible like he had a virus." The patient was going through "so many weird actions and crazy things" with his body that he went to the emergency room. It was noted that they did a drug screen which came out clean, and the healthcare provider reportedly told the patient that it meant he was going through withdrawals. The onset of symptoms was considered gradual. It was noted that the pump stopped working, and they gave the patient morphine and started him back on his oral meds. It took about a month to find a hospital that could replace the pump.